Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. The reported implant was returned for investigation. Visual/physical evaluation of the as returned product identified no signs of malfunction. Device was determined to be within specs. DHR review was completed for the subject lot number 1259781. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259781 for similar events and 1 other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (patient¿s condition). Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient complained of tenderness and pain around the implant at tooth location #6. The implant was removed.